Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time was inaccurate on multiple occasions. Reportedly, the pump was ¿off by 5 minutes¿ every month. Customer¿s blood glucose level was 92 mg/dl. The customer reported that the pump will continue to be used for insulin therapy.